Event description:
Log files were sent for review on (B)(6) 2025 because the patient continued to have low voltage/ no external power alarms. The patient was having similar issues the week prior and a loaner mpu was given and used for the past week. Per technical services, all of the low power events were due to normal battery depletion. The latest data did not contain any no external power events although there was some odd power cable disconnects. The system controller is a rev 1.5.2 and was around 5 years old. Due to the odd power cable disconnects and the reported damage to the controller white lead, a controller replacement was recommended when/if the patient was able to tolerate a pump stop associated with a controller swap.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had multiple low flow advisory alarms. It was also noted that the patient had rescue tape on their modular cable near the driveline section due to past exposed wire damage. The patient has not had a modular cable exchange due to their current health status of end stage right ventricular heart failure which they are being treated with IV milrinone and no anticoagulation. Log files were submitted for review. The log file captured numerous odd low power advisories and power cable disconnects while the patient was connected to the mobile power unit (mpu).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information received reported that the cause of the low voltage/ power cable disconnect alarms on the mpu was due to the patient not making connections properly due to illness. The alarms resolved with family assisting in making the connections.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the mobile power unit (mpu) was evaluated following the report of power cable disconnect and low voltage alarms; however, it was determined that the mpu was unrelated to the cause of the reported event. The submitted log files confirmed intermittent low power and power cable disconnect alarms associated with voltage fluctuations while connected to battery power or the mpu. The alarms appear consistent with the provided information that the patient was not connecting their power cables properly; these events are further addressed under the system controller investigation. The log files did not indicate any device related issues associated with the mpu, and the pump operated as intended throughout the log files. The mpu was not returned for testing. The reported event could not be correlated to an issue with the mpu. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. Although no device related issues associated with the mobile power unit (mpu) were identified, section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.